Event description:
Pt reported that their back to back test readings on their ss meter were 40 and 98 mg/dl (84% difference). Tests were done within 10 minutes of each other using separate finger sticks. Pt experienced weakness. Control test reading was in range. Lfs representative reviewed qc procedures and discussed meter/lab comparisons with pt. The meter was replaced. There was no allegation of harm.